Event description:
A site representative, radiology technician, reported that while in a procedure they attempted to close the door on their o-arm and the louvre cover fell off. The representative caught the part and it did not make contact with the patient. The surgeon completed the procedure with the use of navigation. There was no impact on patient outcome. There was no harm to any hospital personnel.

Manufacturer narrative:
Patient demographics provided.confirmed unavailable.

Manufacturer narrative:
Patient information not available from the site. Rmas issued. Replacement detect positioner hinge, door sidewall cover & lower door cap shipped to site. No parts have been returned to manufacturer for further evaluation. (B)(6) 2013 - medtronic representative following-up at the site finds the hinges on the cover were broken. Replaced hinges and reattached cover to new hinges. (B)(6) 2013 - replaced sidewall and lower door cap covers. Performed system check; passed all categories. No further issues reported. Parts not returned to manufacturer.